Event description:
The customer called for help with his breeze2 meter. He performed control tests during the call and rec'd a result of 200 and 210 mg/dl. The normal control range was 91-125 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.